Event description:
It was reported to philips that the geometry reset itself during a case on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Ris filtering issue identified; no permanent fix documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).